Event description:
It was reported that there was a fluid leak from the white clamp of a transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed and noted a broken occluder foot. Leak testing, clamp function testing and device to device interaction testing were performed and noted a leak through the set with the twist clamp in closed position due to broken occluder foot. The reported condition was verified. The cause was determined to be damaged component (cracked or broken). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.